Manufacturer narrative:
Evaluation- results - blood urea nitrogen module drain.

Manufacturer narrative:
(B)(4).

Event description:
Customer reported to beckman coulter, inc (bec) that the unicel dxc 800 synchron clinical system bun (blood urea nitrogen) module was overflowing. Customer reported that the bun module had disabled itself. Customer reported that the cup began to overflow when they attempted to restart the module. Customer reported that about 10 ml of bun reagent had spilled. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) inspected the system and determined that the bun cup was not evacuating fluid. The fse identified and removed an occlusion from the drain line.